Event description:
The user facility reported that a 74-year-old female patient implanted with the impella 5.5 for mechanical circulatory support experienced a purge sidearm break after the scrub technician attempted to place it on the purge cover. The physician completed a purge bypass with an 18-gauge angiocath. The alarms immediately stopped, and no further issues were noted. There were no reports of harm to the patient.

Manufacturer narrative:
The investigation into the reported purge sidearm break/ purge leak was completed. The device was not returned for evaluation. Based on the available information, the root cause of the purge sidearm break/ purge leak was sidearm bond damage due to the user. This report is being filed as part of a retrospective review of historical records.